Manufacturer narrative:
The actual sample was returned for evaluation.  Reliability engineering evaluated the device.  The unit was tested and was found that the disconnect sleeve not working properly causing the cutter not to lock in. Therefore, the reported condition was duplicated and confirmed.  The assignable root cause was determined to be improper handling and use.  If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that "the burr would not engage" in the motor device. It was unknown to the reporter if the device was used in surgery. It was unknown to the reporter if there were any delays in a surgical procedure or if a spare device was available. It was unknown if injuries or medical intervention were reported. The exact date of the event was unknown. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.